Manufacturer narrative:
(B)(4). Investigation of the returned device found that the whole suture was returned undamaged and remained inside the device with its knot unraveled. The plunger, anterior needle, link, and both cuffs were not returned limiting the scope of the investigation. Inspection of the device revealed that the posterior cuff miss had occurred during needle deployment as evidenced by the undisturbed posterior needle. During testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the investigation findings, the probable root cause for the posterior cuff miss is needle deflection during plunger deployment due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The second proglide device is being filed under a separate medwatch report number.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, as the knot was being advance with the cutter, the suture broke. Another proglide was used with the same results. Manual compression was used to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.